Event description:
It was reported that the ventilator turned off and on again with a flashing display and audible alarms while connected to a pt. This occurred multiple times and the ventilator would not power off. No pt harm reported.

Manufacturer narrative:
Na